Event description:
It was reported that the physician suspected that the generator had migrated due to the patient's growth. No diagnostics are currently available. There was no reported trauma to the device. The patient underwent revision surgery and the generator was returned to the manufacturer for analysis. Upon analysis, no anomalies were noted with the generator. Attempts for further information have been unsuccessful to date. It was also noted that the patient was experiencing a new symptom that has been going on for a couple of months. The patient has screaming spells randomly, sometimes during magnet use. The cause is currently unknown.